Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred when the customer attempted to load a new cartridge. Reportedly, the cartridge was cracked/damaged. There was no reported impact to the customer's blood glucose level. A new cartridge was loaded to address the alarm and insulin delivery was resumed.